Event description:
Information received from an eye care professional (ecp) via co's affiliate. The ecp reported the patient in question wore acuvue toric contact lenses since 2003 on an extended wear schedule, replacing lenses every two weeks. Following 10 days of lens wear, the patient removed the lenses and stored them in a lens case for one week. The solution the lenses were stored in is unknown. The patient inserted the lenses in question to attend a party and wore the lenses overnight. The following afternoon the patient reportedly awoke and the left eyelid was swollen. The patient reportedly visited a general practioner and was prescribed was prescribed rifamicine drops plus an antibiotic and discontinue lens wear. Four days later, the patient's eye was still painful and the patient reportedly visited an ophthalmologist. Reportedly the patient was unable to open the left eye. The patient was prescribed ciloxan and told to return in two days, the ophthalmologist opened the eye and noticed a central ulcer (2mm diameter) with an hypopyon filling one quarter of the anterior chamber. The following day, patient was hospitalized. The patient reportedly left the hospital 13 days later. No additional information has been received. The lot history review for the lot in question found the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were succesfully completed. There are no other deverse event reports associated with the acuvue brand toric lot in question.